Manufacturer narrative:
Device was used for an off label indication. The indication the device was used for was gastrointestinal/pelvic floor. Additional review determined that device code does not apply to the event.

Manufacturer narrative:
Section information references the main component of the system.

Event description:
A patient requested to know how to "force" turn on their device. They noted it would not charge and they didn't know if it is the device or the charging cord. There were no patient symptoms reported. The implantable neurostimulator (ins) is indicated for gastro intestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.